Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high control solution results on their onetouch verio iq meter. The reporter was unable to recall the exact result which was obtained, so it is not known if this falls out with the control solution range of "102-138 mg/dl" for this strip lot. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.